Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guide wire entrapment occurred. A 2.50mm x 15mm emerge balloon catheter was selected to dilated the lesion. It was noted that the guide wire lumen was damaged and the device got stuck. The device was completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The inner shaft was buckled 3mm - 4mm distal of the bi-component weld. There was a hole in the inner shaft 3mm distal of the bi-component weld. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at both ends with a calibrated pin gauge set; the ID was .014¿, which is within the emerge specifications. The guidewire used in the procedure was not received with this device. A .014¿ kinetix guidewire was used for functional testing. The outer diameter (od) of the kinetix guidewire was measured using a calibrated snap gauge, the od was .0135¿. Functional testing was performed by loading the guidewire into both the tip and exit notch of the catheter and advancing through the wire lumen; however, resistance was encountered both times at the buckled shaft and wasn¿t able to advance through the entire wire lumen. The diameter of the hole in the inner shaft was slightly larger than the outer diameter (od) of the guidewire, which may be consistent with perforation of the inner shaft wall with the end of a guidewire during clinical use or preparation for clinical use. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that guide wire entrapment occurred. A 2.50mm x 15mm emerge¿ balloon catheter was selected to dilated the lesion. It was noted that the guide wire lumen was damaged and the device got stuck. The device was completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.